Manufacturer narrative:
The pt may have fallen and damaged a lateral ligament. Revision surgery is planned to exchange the poly inserts with thicker sizes to stabilize the knee. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The pt may have fallen and damaged a lateral ligament. Revision surgery is planned to exchange the poly inserts with thicker sizes to stabilize the knee.